Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 300 to 500 mg/dl at the time of the incident. The customer was at 225 mg/dl at the time of the call. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was under delivering. Troubleshooting was completed but the customer was still uncomfortable with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. No unexpected excessive no delivery alarms noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).